Manufacturer narrative:
The beckman coulter, inc. (Bci) fse (field service engineer) bleached the ise (ion-selective electrode) system flow cell which resolved the problem. Bleaching is normally used for bacterial contamination and while this may have alleviated the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 instrument, results were reported out of the laboratory and one physician questioned the results of some of his patients. Prior to the event, the system was calibrated and the qc (quality control) results were within the lab's established ranges. The customer re-ran the patient samples on another dxc instrument and got values which were 5 mmol/l points higher. The customer amended the results and filed corrective reports. There is no report of any adverse event or serious injury related to this event and there was no change to patient treatment.